Event description:
Vacuum used to assist in delivery of newborn resulting in adverse outcomes believed to be directly attributable to use of vacuum. Required transfer to a tertiary care hospital for follow-up care.